Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of ch-tube, forceps cannot be inserted. The most probable cause of the complaint is cause traced to component failure and for nozzle has foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle has foreign objects, clogging of ch-tube (channel tube), forceps cannot be inserted, and tube cleaning brush cannot be inserted. There was no patient involvement.